Event description:
It was reported that the device was explanted after an implant duration of approximately 5.23 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device will not be returned due to endocarditis. No customer letter is required.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: in 2009 (through follow-up with the health-care provider), it was learned that the reason for explant was due to endocarditis. The source of the infection is unknown. Per the operation report, the patient "has previously undergone mitral valve repair for group b strep mitral endocarditis. The valve was reconstructed and an annuloplasty ring was implanted. He mas excellent initial recovery and remained well for several months. He represented with sepsis and renal failure. He was diagnosed as having mitral valve endocarditis. " the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.